Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) filed the initial MDR 2432235-2017-00486 on september 8, 2017. Additional information ((B)(6) 2017): on (B)(6) 2017, siemens field service engineer (fse) was dispatched to the customer's site to troubleshoot the advia autoslide system. The fse cleaned out the rinse well and tested the rinse well manually. The fse also ran 10 slides on the advia autoslide system with no issues. Updated to reflect the additional information. The system is performing according to specifications. No further evaluation of this system is required.

Manufacturer narrative:
The customer's face was splashed with biohazardous material while performing a troubleshooting procedure on the advia autoslide system. The advia autoslide safety information and warnings in the advia® 120 / 2120 / 2120i hematology systems operator's guide states that "all products or objects that come in contact with human or animal body fluids should be handled, before and after cleaning, as if capable of transmitting infectious diseases. Wear facial protection, gloves, and protective clothing." The customer's face and eye was directly splashed with potentially biohazardous material because she was only wearing a lab coat at the time of the event. The cause of the event is user error.

Event description:
A customer's face was splashed with autoslide rinse solution and potentially biohazardous material while performing a troubleshooting process on the advia autoslide system. The customer indicated that the rinse well was blocked and potentially contained whole blood dilution. The customer was wearing a lab coat as personal protective equipment at the time of the incident. The customer used eyewash fluid and water to rinse her eye of the liquid that splashed into her eye. Medical intervention beyond first aid was not required. There are no known reports of adverse health consequences due to the liquid that splashed into the customer's eye and there were no reports of impact to patient results.